Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The customer is re-spinning the sample in the original gel tube. The cse explained this is not the correct way to handle the sample. The customer will implement a new spinning procedure. The cause of the discordant, falsely elevated hcg result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result of 36.4 miu/ml was not reported to the physician(s). The sample was repeated on the same instrument and an alternate immulite instrument, resulting lower. The repeat result of less than 1.0 miu/ml was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2018-00090 on 29-nov-2018 and supplemental MDR on 03-jan-2019. Additional information (04-jan-2019): the date of event and date of testing was incorrect in the first supplemental report. The original dates were correct. Section b3 date of event was corrected. Section b6 date of testing was corrected.

Manufacturer narrative:
Siemens filed the initial MDR on 29-nov-2018. Additional information (11-dec-2018): siemens further investigated the issue. The review of the instrument files did not indicate any mechanical issues that would cause the discordant result. The review of the spyfiles indicated that there is no level sense issue for the reagent or sample. The customer service engineer (cse) observed the operators were re-spinning samples in the original gel tubes. The cse instructed the customer to implement a new spinning procedure in accordance with the protocol. This issue was related to a singular patient sample, and pre-analytical sample quality issues could not be ruled out as a potential cause of the discordant hcg result. Corrected information (11-dec-2018): the discordant result was obtained on 27-nov-2018 and not on 05-nov-2018. Date of event was updated with the correct date of event. Relevant tests/laboratory data was updated with the correct date of testing. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.